Manufacturer narrative:
(B)(4). When investigation is completed a follow up report will be sent to the FDA.

Event description:
The customer reported the paddles can charge but can't discharge and operational check fails. There was no report pt involvement.